Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: january 05, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior lumbar inter-body fusion (alif) procedure on (B)(6) 2017, the physician assistant noted that the synframe clamp was slipping and not holding the ring properly during surgery. Another synframe clamp was available and was used to complete the procedure. There was no surgical delay and procedure was completed successfully. Patient status was reported as fine. The reporter tested out the clamp after the clamp went through sterilization and it appeared to be working correctly. Concomitant devices reported: synframe holding ring (part unknown, lot unknown, quantity 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned synframe ring clamp (387.347, 7697227) is part of the synframe system (relevant technique guide), which allows for a less invasive spine surgery by eliminating hand-held retractors while allowing direct visualization and stable retraction. A minimum of four retractors are utilized during procedures, each of which are inserted into a guide rod (387.358) and locked into place by rotating the blade 90 degrees. The guide rods can then be attached to the holding ring (387.336 or 387.337 x2) through ring clamps (387.347). Each guide rod has a swivel clamp which can be adjusted on its axis to enlarge the visible operating area. The returned clamp was received with significant wear marks in the areas which attach to rods and holding rings. The subject holding rings were not returned, therefore the complaint condition was not replicated, however the complaint condition was confirmed as the noticed damage could prevent the assembly of a stable and secure synframe construct. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned synframe ring clamp (387.347, 7697227) was manufactured on 05jan12 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition, however it is most likely that the wear/damage occurred due to repeated use and processing of the clamps. It is also possible that rough handling of the clamps contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.